Event description:
It was reported that the physician elected to explant and replace the patient's right ventricular (RV) lead due to exacerbated tricuspid valve (TV) regurgitation associated with the RV lead. The patient remained in stable condition throughout the procedure.